Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a regular device check of this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, revealed intermittently high out-of-range pace impedance measurements greater than 3,000 ohms. A signal artifact monitoring (sam) episode was stored due to the out-of-range ra pace impedance measurements and ra lead noise. It was noted that the device was currently programmed to vvir, as the patient was in chronic atrial fibrillation (af). Technical services (ts) recommended turning off atrial measurements, atrial sensing, and atrial discriminators for tachy therapy. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a regular device check of this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, revealed intermittently high out-of-range pace impedance measurements greater than 3,000 ohms. A signal artifact monitoring (sam) episode was stored due to the out-of-range ra pace impedance measurements and ra lead noise. It was noted that the device was currently programmed to vvir, as the patient was in chronic atrial fibrillation (af). Technical services (ts) recommended turning off atrial measurements, atrial sensing, and atrial discriminators for tachy therapy. This crt-d system remains in service. No adverse patient effects were reported.